Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-862a, mmt-1880. Troubleshooting was performed and customer is reporting a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-862a. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit gave an unexpected critical pump error (open book) alarm. Unit was successfully downloaded using thump software. Unable to perform functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason complaint. During download review, pump error 63 alarm confirmed in adapt history download on 07/05/2024 at 18:19:46.000. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrated on electronic assembly. The following were noted during visual inspection: battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button, stained keypad overlay, keypad overlay texture damage and missing display window/cover. In conclusion, the unit came in with a critical pump error (open book) alarm triggered by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Unable to confirm no delivery/occlusion alarm due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.